Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a patient experienced two inappropriate defibrillations. The patient received the two inappropriate treatments on (B)(6) 2014 at 23.:36:53 and on (B)(6) 2014 at 07:13:37. There were nurses present during the second event. Motion artifact contributed to the false detections. The post shock rhythm of the first treatment was ventricular tachycardia (vt) at 146 bpm with motion artifact. However, the vt was below the detection threshold of 150 bpm. The vt rhythm spontaneously terminated. The post shock rhythm of the second treatment was sinus rhythm at 80 bpm with motion artifact. A review of the downloaded data confirms the patient pressed the response buttons intermittently during the first event but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The patient was seen in the hospital. There is no additional information about this event.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was seen in the hospital. There is no additional information about this event. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor sn (B)(4): 09/2013 - reuse. Electrode belt sn (B)(4): 07/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.